Event description:
It was reported to philips that the equipment locked up and could not be used. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed when the issue happened, and procedure was delayed and was completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and found unable to use the system. On troubleshooting action, fse performed a pc diagnostic tool and found that intermittent hang of pc box unit. The cause of the power tray failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced power tray. After replacing power tray, system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same allura system. The device has no issue, procedure was completed as planned restarting the system. This event would not be reportable. The codes were updated based on the investigation outcome.